Manufacturer narrative:
(B)(4). Concomitant medical products - persona stemmed cemented tibial component left size g catalog #: 42532007901 lot #: 63727198, persona standard cemented cruciate retaining femoral component left size 11 catalog #: 42502607001 lot #: 63718078, nexgen all poly patella 38mm catalog #: 42540000038 lot #: 63704418. It was indicated by the complainant that the medical device will not be returned to zimmer biomet for evaluation, as it remains implanted within the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It is reported that the patient is experiencing popping of the implant and an overall feeling of looseness and instability following left total knee arthroplasty. The patient additionally reported experiencing issues with his feet that he will see a neurologist for. No further patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Per the persona knee system package insert, instability is a known potential adverse effect of this procedure. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.